Manufacturer narrative:
Batch review performed on 28 may 2020: lot 1905234: (B)(4) items manufactured and released on 26-nov-2019. Expiration date: 2024-11-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The surgeon reported a subsidence from the tibia-plateau. He removed the plateau on friday (B)(6) and implanted a cement spacer. No signs of infection found. On (B)(6) (3 months after primary surgery) a revision surgery has been performed and the femoral (gmk sphere) component was left in place. Tibial tray and insert have been revised. They implanted a revision-tibia size: 2l with a 10mm wedge and cemented stem and they used a sphere insert.